Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed in the catheter just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were somewhat rough and becoming polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported the PICC was fractured after patient received chemotherapy during post paclitaxel, 0.9% saline flush, patient reported arm wet around PICC line dressing. Infusion stopped. On inspection of PICC line insertion site dressing noted to be damp. Dressing removed and skin cleansed with water. PICC line flushed with 10ml syringe of saline. Leak noted coming from fracture in PICC line below butterfly tip. Medical staff contacted and extravasation protocol commenced. PICC line removed. 10/12/2022 additional information: ''skin red and swollen approx. 4cm by 4cm area. Extravasation protocol - skin cleansed with water. Area of redness marked with marker. Warm compress applied for 20 minutes every 4 hours for 24 hours. Hyaluronidase administered around the circumference of the area using the pin cushion technique. PICC line removed. 24hr assessment performed by medical team and no further action required post 24hours.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1092 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was fractured after patient received chemotherapy during post paclitaxel, 0.9% saline flush, patient reported arm wet around PICC line dressing. Infusion stopped. On inspection of PICC line insertion site dressing noted to be damp. Dressing removed and skin cleansed with water. PICC line flushed with 10ml syringe of saline. Leak noted coming from fracture in PICC line below butterfly tip. Medical staff contacted and extravasation protocol commenced. PICC line removed. 10/12/2022 additional information: ''skin red and swollen approx. 4cm by 4cm area. Extravasation protocol - skin cleansed with water. Area of redness marked with marker. Warm compress applied for 20 minutes every 4 hours for 24 hours. Hyaluronidase administered around the circumference of the area using the pin cushion technique. PICC line removed. 24hr assessment performed by medical team and no further action required post 24hours.